Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Ultimately the customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 171 mg/dl.